Manufacturer narrative:
An arjo representative was informed about an event involving the maxi move passive floor lift, the customer reported that the device tipped over during use. A patient was transferred from a chair to a bed by two caregivers. The caregivers noticed that the chassis leg opening mechanism was not functioning well ( the legs closed further than they should), but the caregiver managed to placed back the legs in parallel position and continued the transfer. The patient was positioned over the bed. When one caregiver was pushing the maneuvering handle, and the second one was pulling the spreader bar with the patient (for better angle her in the bed), the lift tipped over the bed. The caregiver caught the spreader bar with the patient in the sling, but was not able to place the lift back up. 5 caregivers helped to lower the spreader bar and loosen the sling with the patient from the device. The patient felt back pain, and the caregiver felt pain in the neck and chest after the event. The injuries were assessed as not serious. An arjo technician during an on-site visit checked the device function. The visual inspection and photographic evidence showed that the chassis legs were mechanically damaged. This failure did not influence tipping of the lift. After the event, the device was taken out of use. The instructions for use for maxi move device contains warning: ¿warning: if any doubt about the correct functioning of the maxi move withdraw it from use and contact arjo service department.¿ looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.

Event description:
An arjo representative was informed about an event involving the maxi move passive floor lift, the customer reported that the device tipped over during use. A patient was transferred from a chair to a bed by two caregivers. The caregivers noticed that the chassis leg opening mechanism was not functioning well ( the legs closed further than they should), but the caregiver managed to placed back the legs in parallel position and continued the transfer. The patient was positioned over the bed. When one caregiver was pushing the maneuvering handle, and the second one was pulling the spreader bar with the patient (for better angle her in the bed), the lift tipped over the bed. The caregiver caught the spreader bar with the patient in the sling, but was not able to place the lift back up. 5 caregivers helped to lower the spreader bar and loosen the sling with the patient from the device. The patient felt back pain, and the caregiver felt pain in the neck and chest after the event. The injuries were assessed as not serious.